Manufacturer narrative:
This complaint is closed because of the time of occurrence and no actions taken. Since dorc omitted to take timely action to these complaints they will be considered justified. There is a chance of white flakes getting into the eye, while injecting from the pipette therefore reportable. This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer. Details of this activity were discussed with (B)(6) during a tele-conference on (B)(6) 2017. All available information has been provided.

Event description:
An event was reported from the (B)(6). There was a mess of the rubber balloon stuck to the pipette. There are white flakes. After rinsing with water, there was another mess. There is no report of a patient injury. No sample was returned for an evaluation.